Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, the patient had system extraction due to persistent bacteremia. Additional information received from the field representative that the pacer was explanted and then used externally as a temporary pacemaker. There were no additional adverse patient effects reported. The pacemaker remains in service.

Event description:
Additional information indicates that the pacemaker was explanted. The patient was implanted with a new system. The pacemaker is no longer in service. No additional adverse patient effects were reported.